Event description:
The customer called and reported she was hospitalized with low blood glucose. Customer's blood glucose was not known. Leading up to hospitalization, customer states she checked her blood glucose, which was low, and she went to get something to treat and awoke on the floor. Her neighbors called the paramedics, who took her to the hospital, where she was released the same day. Troubleshooting was performed with the insulin pump. The programming was found to be correct. Customer was disconnected during the rewind and priming sequence. The reservoir showed the same amount of insulin as was shown on the status screen. The insulin pump had not been exposed to any strong magnetic fields. Customer stated she was not using the continuous glucose monitoring system at the time of the event, due to having lost the transmitter. She was advised to monitor the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.